Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had difficultly pairing and was seeing device not responding message. When they tried to communicate with the implant, it showed communication lost. It was also reported that the patient¿s therapy turned off by itself. No patient symptoms or injury were reported. There were no further complications reported or anticipated.